Manufacturer narrative:
Pc (B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a neurosurgery the generator auto start button was set to on. When the surgeon closed the instrument on tissue it activated. The surgeon was surprised by this and was annoyed that it happened. The procedure was completed with no patient consequences.